Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was case completed? The case is completed with hem-o-lock. Was cholangiogram done on procedure? No. Was there any patient consequence? No. Was clip fully advanced in jaws before firing? Yes, but crossed at the end. Was there any torquing or twisting of device? No. Was there any resistance felt when firing? No. Was device fired over hard structure? The clip was fired in the cystic artery as usual.

Event description:
It was reported that during a cholecystectomy procedure, the clips when formed are crossed. Some of them were well formed and some were crossed. It is not known how procedure was completed. No adverse event to patient.

Manufacturer narrative:
(B)(4). Yielded jaw. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 3 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No scissor clips were noted during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.